Event description:
The customer reported that he was hospitalized twice due to high blood glucose levels. The customer could not recall the dates. The customer stated that the infusion set came out of his body, and he didn't notice. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer declined to conduct the high pressure test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.